Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller experienced a sudden loss of control while sitting on the toilet, resulting in their whole body shaking, with their head bobbing, arms swinging, and legs kicking. During this episode, the caller noticed that the therapy was off and managed to turn it back on for about a minute before it turned off again. The symptoms have since subsided. The battery level was at 30%. It was reviewed with the caller that the therapy could only turn off by itself if the battery in the implant got too low. Assistance was provided to connect the recharger to the implant, and the caller successfully started a charging session. The caller observed the battery at 30% and confirmed that the therapy was indeed on. The caller was advised to continue charging until reaching 100% if possible. They mentioned charging every wednesday and saturday, but noted that it hasn't gone past 50% since the first charge after implant. The caller was advised to use the app while recharging, which would notify them if a connection was lost. They were encouraged to call back if they faced difficulties getting past 50%. The patient was redirected to their healthcare provider for further evaluation if needed, and it was noted that reports can be pulled from the device to determine why the therapy went off.